Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a study patient experienced pain in his legs after a difficult procedure. Only one lead was implanted, but the therapy was not turned on. The patient was given a mixture of narcotics and medication to suppress the pain but the patient suffered respiratory depression afterward. The patient was transferred to ICU. Follow up report indicated that the patient was discharged but was admitted to the clinic for psychological issues. It was noted by the study site that the issue was not related to the scs system since therapy was never turned on.